Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, multiple power reboot events were observed in the black box. The pump was returned with moisture in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad. The battery cap was able to fit and maintain an electrical connection. The battery cap was tightened and then unscrewed a half turn leading the pump to reboot. The power complaint was duplicated. The pump was opened, and no moisture was observed. The battery compartment was found to have a second crack from the case seal traveling to the grip pad. A leak was not found at this location. The battery cap was fastened, and no further loss of power occurred during the 24 hour test.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.